Manufacturer narrative:
(B)(4). The event description has been changed from "the customer states that the green cap breaks. The customer further states that the wire punctured the probe and does not come out. There is no patient harm" to "the customer states that the green cap breaks. The customer further states that the guide wire punctured the superior part of the tube, just under the purple part. The tube was changed as a result. The guide wire could not be removed so it was necessary to change the entire device. There was no harm to the patient".

Event description:
The customer states that the green cap breaks. The customer further states that the guide wire punctured the superior part of the tube, just under the purple part. The tube was changed as a result. The guide wire could not be removed so it was necessary to change the entire device. There was no harm to the patient.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. According to the instructions for use, the customer needs to use a syringe and needs to inject approximately 10cc of water into the tube to activate the hydromer coating. Before attempting to remove the stylet, another 10cc needs to be injected. If these instructions are not followed, this type of reported issue could occur. The process is running according to product specifications meeting quality acceptance criteria. The production personnel were notified about the reported issue. A corrective action is not deemed necessary at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 02/08/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the green cap breaks. The customer further states that the wire punctured the probe and does not come out. There was no patient harm.